Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 was opened out of the box; it was observed that the metal piece on the jaws was twisted and falling apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is complete. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).